Manufacturer narrative:
(B)(4). The set was discarded at the facility, therefore, no investigation could be performed.

Event description:
Received copy of customer medwatch stating luer lock connection was found to be leaking a slight amount of blood. User stopped blood treatment and reconnected the set. Device still found to be leaking so new tubing was used. Reporter states set is not available because, the user gave the set to their manager who discarded it because, it was bloody. States, the leak was from a slight slit in the pvc tubing near the luer lock, not from the connection of the set to another product. Customer states that no further patient/event info is available.